Event description:
The rotator broke during injection with micro catheter. There was no o-ring in the rotator. Flow: 2ml/sec, vol: 10ml, pressure limit 750 psi. The kit was replaced.

Manufacturer narrative:
Device evaluation: device evaluation not completed. Conclusions - a follow-up report will be submitted when the device evaluation has been completed.